Manufacturer narrative:
Manufacturing review: the lot number was provided and the lot device history records have been reviewed. The lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint that has been reported for this corporate lot number to date. Investigation summary: based on the investigation of the returned catheter sample it was confirmed that the user could only partially deploy the stent. The deployment system was found activated, and the stent was found partially released but not flowered. A force transmitting sheath was found kinked inside the grip which indicated excessive release force, and which made a complete stent deployment impossible. An indication for a process related issue could not be identified. Based on the information available a definite root cause for the reported event could not be determined. Labeling review: in reviewing the relevant labeling for this product it was found that the instructions for use (IFU) sufficiently address this potential risk. The IFU states: ' do not constrict the delivery system during stent deployment. If excessive force is felt during stent deployment, do not force the stent system. Remove the stent system and replace with a new unit.' The IFU further states: 'examine the stent system for any damage. If it is suspected that the sterility or performance of the stent system has been compromised, the device should not be used.'

Event description:
It was reported that during a stent placement procedure in the superficial femoral artery via access through the common femoral artery, the healthcare professional was allegedly unable to rotate the thumbwheel and the stent allegedly failed to deploy. Therefore, another stent was used to complete the procedure. There was no reported patient injury.